Manufacturer narrative:
(B)(4).

Event description:
Received info the pt developed an infection at the ins pocket site within several weeks of implant. Pt was experiencing a lot of drainage from the pocket site. She was put on antibiotics by her hcp, but he also decided to change out her ins. This was done on (B)(6) 2010. Hcp did not want to change the pocket site nor the paddle lead since it was a direct connect to the battery. Hcp thought the pocket looked good and he washed it with a vancomycin irrigation. Pt again developed drainage and redness at the pocket site and the hcp gave the pt the option of completely removing the system, treating with antibiotics and then re-implanting at a later date. Physician and pt decided together to instead put in a third battery. In (B)(6) 2011, the hcp the hcp replaced the battery and this time changed the pocket site, but used the same paddle lead and used extensions to carry it to the new pocket site. Pt was instructed to keep her multiple dogs out of her bed at night as it was not sanitary to sleep with them especially with a new surgical wound. She was also instructed of the importance of not submerging herself in a bathtub until given clearance by her hcp to do so. Please reference mf report #3004209178-2011-00565 to the second ins infection.